Manufacturer narrative:
Correction: b3. Date of event: 15-nov-2022. The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-dec-2022. Bd received 35 samples from the customer in support of this complaint. 10 samples, along with 10 retention samples from the bd inventory were functionally tested and the issue of overfill was no observed as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. Bd was unable to determine a root cause of the reported issue. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "the sample tubes are filling up completely.". Additional information received: how many individual defective products have you encountered with this problem? The majority of the tubes from the following lot: 2132051.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "the sample tubes are filling up completely." Additional information received: how many individual defective products have you encountered with this problem? The majority of the tubes from the following lot: 2132051.